Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes customer found negative pressure of the blood collection tube is insufficient. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: defect: it is found that the negative pressure of the blood collection tube is insufficient quantity: 2. Impact: no adverse effects on patients and medical staff.

Manufacturer narrative:
The following fields were updated with additional information: d.4. Medical device lot #: 2319341. D.4. Medical device expiration date: 30-nov-2023. H.4. Device manufacture date: 15-nov-2022. H.6. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for low draw(underfill) was observed. In addition, 20 retain samples were subjected to a draw test for low or no draw. All tubes were within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode low draw/underfill based on the photo provided. Testing of retention samples was satisfactory. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes customer found negative pressure of the blood collection tube is insufficient. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: defect: it is found that the negative pressure of the blood collection tube is insufficient quantity: 2 impact: no adverse effects on patients and medical staff claims: green claims are required.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.